Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection. The patient also had staphylococcus epidermidis bacteremia with lead vegetation. The tip of this ra lead broke during the extraction and got stuck in the superior vena cava (svc). There was a very complicated explant procedure with this ra lead. The physician was able to grab and pull the ra lead but still it got dislodged. Despite several attempts, the ra lead tip got dislodged in the pulmonary artery and lung. The lead extraction resulted in the removal of the lead with the electrode retained at the svc. The patient was hemodynamically stable at that time given with enough oxygenation. There were no additional adverse effects reported. The product was partially abandoned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.